Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer¿s blood glucose level due to this reported event. The customer continued to use current pump for insulin therapy.